Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1, -7.5 diopter, implantable collamer lens tore during injection/delivery into the patient's right eye (od) on (B)(6) 2024. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown.